Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery through the 6f 45cm non bsc sheath. After a non bsc guide wire crossed the target lesion, the 5.0mm x 30mm x 135cm sterling balloon catheter was advanced after performing intermittent flushing. The balloon was inflated however it ruptured at 6 atmospheres on the second inflation. The device was completely removed from the patient. No device anomalies were noted prior to use and resistance was not encountered during the procedure. Shaping of the device was not performed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).